Event description:
The customer reported the sys would not accept the password and would not boot up. This issue was not due to the customer unable to enter a password, rather it was due to the sys's software. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was installed during the svc call. The system was tested and found to be working as intended and placed back into svc.